Event description:
A customer reported a malfunction with their pump, stating it was the second occurrence and this time the pump would not reset. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump without success, leading technical support to send a replacement pump with updated software. The customer was guided on necessary steps and backup therapy while awaiting the replacement, and was instructed to return the malfunctioning pump using a pre-paid label.